Event description:
It was reported a pericardial effusion (pe) was noted. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect laac kit was selected for the transeptal puncture. It was a challenging septum to cannulate. The versacross wire was seen tenting septum, however once the was sheath was brought up, tenting was lost. After 18 minutes of attempting, the wire was across. The wire was located in the left atrium hovering over aortic valve. The physician was made aware, and several effusion scans did not note any changes. The physician continued with procedure. The patient blood pressure was declining. The scan for pericardial effusion (pe) was negative, so the procedure continued. When the non-boston scientific pigtail catheter was being inserted into laa, there was a change in the anatomy of laa and an effusion was noted in transverse sinus. The patient was tapped to treat the effusion. The patient stabilized and the watchman closure device was implanted. Additional blood was drained and the patient was transferred to intensive care unit (ICU) for observation. The patient remained stable and was discharged 48 hours later.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported a pericardial effusion (pe) was noted. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect laac kit was selected for the transeptal puncture. It was a challenging septum to cannulate. The versacross wire was seen tenting septum, however once the was sheath was brought up, tenting was lost. After 18 minutes of attempting, the wire was across. The wire was located in the left atrium hovering over aortic valve. The physician was made aware, and several effusion scans did not note any changes. The physician continued with procedure. The patient blood pressure was declining. The scan for pericardial effusion (pe) was negative, so the procedure continued. When the non-boston scientific pigtail catheter was being inserted into laa, there was a change in the anatomy of laa and an effusion was noted in transverse sinus. The patient was tapped to treat the effusion. The patient stabilized and the watchman closure device was implanted. Additional blood was drained and the patient was transferred to intensive care unit (ICU) for observation. The patient remained stable and was discharged 48 hours later. It was further reported that the patient passed away approximately nine (9) days post procedure, (B)(6) 2025. No further information was provided.